Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice during use during initial drain. The rn stated that there were large gaps of air in the patient line, so the baxter technical services representative had the rn start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the nurse who had loaded the set had done so incorrectly, and that this user error led to the air in the line, but was not sure what the specific user error was. There were no allegations made against any of the supplies. After they started over with new supplies, therapy went well. There were no adverse events reported to be caused by this incident. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.